Event description:
Healthcare professional reported right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a opening, brown particles inside the device. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identify a sharp edge opening assessed as an unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the valve bond edge assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported right-side deflation. Device remains implanted.